Event description:
It was reported that during an in-clinic follow-up, the pacemaker was noted to exhibit premature battery depletion, the right ventricular (rv) lead was noted to have exhibited r-wave amp variation and the right atrial (ra) lead exhibited high capture thresholds. The whole system, including the rv lead, the ra lead and the pacemaker, were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and inadequate capture were not confirmed. As received, a complete lead was returned for analysis. Electrical testing was normal. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.